Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 23mm 3000tfx pericardial aortic valve underwent a redo aortic valve replacement after an implant duration of eight (8) years, nine (9) months due to heavy calcification, severe aortic stenosis and pvl. The patient presented with progressive shortness of breath and chest pain and initially underwent percutaneous stent intervention due to ramus coronary artery stenosis. Additionally, the patient had severe prosthetic aortic valve stenosis and pvl. Therefore, a redo avr was performed. The explanted valve was replaced with another 23mm 3300tfx valve. The procedure was complicated with profound hypotension and akinesia of the lateral and posterior wall. After multiple unsuccessful attempts to wean the patient from cpb, CABG was performed to the ramus and circumflex arteries. The patient was placed on ECMO and transferred to another facility for further stabilization and possible discontinuation of ECMO pending recovery of myocardial function. The patient is a 68-year-old male with a history of cad s/p stenting and CABG, obesity, diabetes mellitus, hypertension, hyperlipidemia, cardiac arrest, sick-sinus syndrome, and chronic lung disease.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device has not been provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The most likely cause is patient factors, including the patient's history of cad, diabetes mellitus, and hyperlipidemia.